Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The complete lead was returned. Visual inspection noted setscrew marks on the terminal pin and ring. There was some stretching of the lead body noted approximately 10 centimeters from the terminal pin but this was most likely induced during the extraction procedure. An x-ray of the lead was performed and no fractures were found. Resistance testing was completed to assess lead electrical performance and the measurements throughout these tests were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that during a normal patient follow up, this right ventricular (rv) lead presented with high pacing threshold and impedance measurements. A chest x-ray was performed and revealed that this rv lead was fractured. A revision procedure was performed and the rv lead was explanted and successfully replaced. No additional adverse patient effects were reported.